Event description:
It was reported by sales representative that physician notified him of high impedance obtained during interrogation of the patient's device. A subsequent system diagnostics was performed which indicated an impedance value within normal limits. The sales representative was informed of a possible positional fracture that may be present and how reinterrogation of patient body and head in different positions would be recommended to rule out a lead fracture. The physician was informed and the patient will be returning to have their device checked at a later time. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Information was received that during the patient's last appointment, there was high impedance found just slightly above the high impedance threshold. No additional information has been received to date.